Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low wbc, rbc, platelet (plt), hct, and hgb results without instrument generated flags on eight different capillary samples on four different days generated by the coulter lh 750 analyzer. The erroneous results were not reported out of the laboratory. The samples were repeated and higher results were obtained which were considered correct. No death, serious injury or change to patient treatment is associated with this event. The results for the other three days were provided in MDR 1061932-2011-00420, 1061932-2011-00450, and 1061932-2011-00451.

Manufacturer narrative:
All samples are capillary drawn. Qc was run before but not after the incident and was within specification. On (B)(6) 2011, a bci field service engineer (fse) found the lyse delivery line (tubing) pinched under a bracket which restricted the flow and deposit buildup on the sample syringe. Fse rerouted the lyse line (tubing) behind the bracket and replaced the sample syringe. The repair was verified and the system was validated.